Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there were high impedances. During the implant of the physician tunnel, the leads per usual to the ipg. He plugged in the lead to the ipg site and on the connectivity screen on the tablet, we were getting all green connectivity clearance. Hcp then screwed in the leads and rep continued to get green on connectivity screen and impedance screen. He put the battery in the pocket site for the ipg & contact # 0 & # 7 shoulder. They had disconnected from connectivity screen when rep re-read the device. Hcp then took the ipg out of the pocket and unscrewed the zero through seven lead. He wiped down the lead and did not observe any issue on the lead or any substance. He plugged in the lead to the ipg and the same issue continued but now it was just in contact #0. Rep then had him swap the zero through seven lead and the eight through 15 lead from where they plugged into the ipg, and the issue on followed the lead with the s/n attached to this report. We then decided to put the original 0-7 lead in its original spot. Once we did this the issue moved from contact # 0 to contact # 7. At this point hcp was not interested further troubleshooting as we were not programmed on contact # 7 during the trial.